Event description:
It was reported to resmed that an astral device failed to charge its external battery. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The external battery was returned to resmed. An evaluation confirmed the reported complaint. The external battery was deemed beyond repair and scrapped per customer's request. Resmed reference#: (B)(4).